Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8/9f sheath hole prior to an interventional valvuloplasty procedure. Reportedly, there was no suture present when the plunger was removed with the first proglide device. A second proglide device was used; however, the device was lodged stuck in the artery. The device separated at the connection between the stainless-steel distal part and the plastic catheter. Surgery had to be performed to retrieve the separated piece of the device. There was a great deal of bleeding treated via surgery. As a result, the pre-close technique and procedure were aborted. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.